Event description:
Ous MDR - it was reported that after an implant duration of about 7 months an increase of shock impedance was noted (>150 ohms). No adverse patient side effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized including a visual and an electrical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, no conductor fractures were found. The analysis of the lead demonstrated that the is-1 connector was bent at approx. 2 cm distal to the is-1 connector pin. An insulation damage was observed in this area which caused a short circuit between the potentials of the ring electrode and the inner coil. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.